Event description:
It was reported that the lead exhibited less than 100 ohms impedance, loss of sensing and capture, and the insulation was damaged. The lead was replaced.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 13.8 and 14.5 cm from the connector pin due to the suture sleeve being tied down too tightly.